Event description:
During an angioplasty procedure on (B)(6) 2026, it was reported that the 4.5mm x 28mm no distal tip enterprise® vascular reconstruction device (enc452800 / 9924736) was impeded in the y-connector and the stent was found prematurely detached from the delivery wire in the y-connector. The physician removed the y-connector and the stent then replaced the stent with another 4.5mm x 28mm no distal tip enterprise® vascular reconstruction device (enc452800 / 9924736). The second stent was impeded in the proximal end of the 150cm x 5cm prowler select plus microcatheter (606s255x / 31667100) and could not be advanced further. The physician tried to retract just the stent, but the stent was found prematurely detached from the delivery wire in the microcatheter. The physician removed the second stent and the microcatheter from the patent and replaced both devices to complete the procedure, which was reportedly prolonged by about 10 minutes. There was no report of any negative patient impact. On 09-feb-2026, additional information was received. The information indicated that the procedure was targeting the bifurcation of the middle cerebral artery (mca). Adequate continuous flush had been maintained through the microcatheter. The information confirmed that both stents came from the same lot (9924736). For both stents, there was no damage noted on the stents / stent delivery systems when the devices were removed, aside from the reported premature detachment of the stents. The replacement stent was another 4.5mm x 28mm no distal tip enterprise® vascular reconstruction device (enc452800) and the replacement microcatheter was another 150cm x 5cm prowler select plus microcatheter (606s255x). The information confirmed there was no negative patient impact and the physician did not consider the 10-minute procedure extension to be clinically significant.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). Information regarding patient identifier, date of birth, age, sex, gender, weight, race, and ethnicity were not provided. Section e.1: the initial reporter phone is not available / reported. Section h.3: the device is available to be returned for evaluation and testing. However, it has not been received to date. If the device returns, a device investigation will be performed. A review of manufacturing documentation associated with this lot (31530966) presented no issues during the manufacturing or inspection processes related to the reported complaint. There were no internal actions related to device manufacture or inspection. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by cerenovus, or its employees that the report constitutes an admission that the product, cerenovus, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). The purpose of this MDR submission is to report that the product analysis lab received the complaint device on 06-mar-2026. A supplemental 3500a report will be submitted once the product investigation has been completed. Updated sections: b.4, d.9, g.3, g.6. H.2, h.3, h.6, and h.11. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4) the purpose of this MDR submission is to report the investigational finding of the returned device. The complaint product was returned and received for evaluation and analysis. The investigation is documented below. Investigation summary: a non-sterile 150cm x 5cm prowler select plus microcatheter was received contained in the decontamination pouch. Visual inspection was performed. The microcatheter was cut at 3.6 cm from the luer hub. An associated stent was protruding from the cut area. The ID band was removed from the shaft. Dried blood residues were found on the remained shaft of the microcatheter. The stent was retrieved from the microcatheter, and the inner diameter (ID) of the microcatheter was confirmed to be within specifications. A lab sample guidewire was advanced inside the remaining section of the shaft of the microcatheter, and the guidewire was stuck at 77 cm. A dissection was made and the inner lumen of the microcatheter was found occluded with dried blood residues. No occlusion was identified at the proximal end of the microcatheter as reported; however, an occlusion comprised of dried blood residues was found in the mid segment of the shaft during the analysis. The presence of the accumulated blood residues suggests that the device may have not been adequately flushed, and according to the risk documentation, insufficient flushing is a known potential failure mode that can compromise therapeutic device performance. Additional clinical or procedural factors not reproducible under laboratory conditions may also have contributed to the observed occlusion. A review of manufacturing documentation associated with this lot (31667100) presented no issues during the manufacturing or inspection processes related to the reported complaint. There were no internal actions related to device manufacture or inspection. As part of johnson & johnson medtech quality process, all devices are manufactured, inspected, and released to approved specifications. The instruction for use (IFU) contains the following caution: if strong resistance is met during manipulation, discontinue the procedure and determine the cause of resistance before proceeding. If the cause of resistance cannot be determined, withdraw the catheter and guidewire as a system. Based on the manufacturing documentation review, there is no indication that the event is related to the device manufacturing process. As part of the post market surveillance program, information from this complaint is trended for statistical signals and corrective / preventive action may be triggered at a later time. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. Updated sections: b.4, g.3, g.6. H.2, h.3, h.6, and h.11. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.